Manufacturer narrative:
Test strip lot # 1020215082 expiration date: 3/2017. Control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.

Event description:
Consumer called in concerned about the discrepancy between her blood glucose results in question were obtained directly from meter memory. (B)(6). Consumer confirmed bg testing was done according to the owner's guide :consumer cleans her finger with alcohol before testing confirmed with consumer that there were no changes to her health, medication, diet or exercise routine. Consumer could not confirmed if she treated herself based on the bg results, stating she was on a 'pump' and "does not really know how it works" during the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.

Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.